Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips remote service engineer (rse) inspected system remotely and confirmed that the flexivision monitor was not working. The philips field service engineer (fse) visited system onsite and found flexvision monitor only display half the screen. The review of system logfiles shows flexvision pc errors and multiple back-end connection lost. Upon troubleshooting the fse found that the flexivision pc was not communicating to system. To resolve the issue, the fse replaced the flexvision pc, reloaded the software and application and performed functional check, after which the system returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.